Event description:
It was reported the patient's ipg was unable to communicate with external devices. The patient underwent a non-related surgical procedure wherein the device was reportedly placed into surgery mode prior to the procedure. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention occurred wherein the ipg was explanted and replaced.

Manufacturer narrative:
A patient lost therapy due to ipg being operable was reported to abbott. As a result, the patient's ipg explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.